Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report mw5181741 on 30jan26. The report was found to be written against the cd801 5mm laparoscopic kittner, blunt dissector 40 cm length device that was being used during a left thoracoscopy with thymectomy procedure on approximately(B)(6) 2025. The report stated, ¿endoscopic kittner used as intended but the kittner sponge malfunctioned and came off inside the patient¿. Further assessment found that the device was retrieved with the use of endoscopic forceps. The procedure was completed and the current state of the patient was reported as ¿unknown. Patient was discharged.¿. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.